Event description:
Indication: common variable immunodeficiency, unspecified---is at pts for a teach and train already drawn up rx and inf 1st part and started 2nd part pump went into malfunction and she doesn't know what to do she is transferring rx manually while waiting. (B)(6) infusion rn. Rn went to do teach/train for hyqvia. Pt infused 20 gm, but pump malfunctioned (system error) for remaining 20 gm. Rn started manually infusing via gravity. Confirmed pt infused total 24 gm out of the 40 gm. Counseled med should not be infused via gravity and rn stopped infusion.